Event description:
It was reported that a malfunction alarm occurred. Customer experienced a blood glucose (bg) level described as "high" and elevated ketones; however, a bg value was not provided. Customer administered a manual injection to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.